Manufacturer narrative:
H.6. Investigation conclusions code d16: investigation conclusions waiting more information from site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from the aaa 24-01 tambe post approval study and information was obtained from the imedidata clinical database: on (B)(6) 2026, a patient was treated using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). On (B)(6) 2026, the patient was listed as having an acute kidney injury. The event is listed as procedure related, and the event is ongoing, but no treatment is listed. On (B)(6) 2026, the patient was discharged home. The renal arteries were patent prior to the procedure. It is unknown if any devices were placed in the renal arteries. On the risk assessment form, prior to procedure renal status is given a score of 2, indicating patient creatinine levels are elevated, between 2.5 and 5.9 mg/dl. At discharge, 5 days post-op the creatinine level was 1.25 mg/dl.